Event description:
It was reported that the patient's respiratory status declined, and the patient passed away. These two 106cm x 12 cm ekos endovascular devices were successfully implanted. During lysis treatment, the patient's respiratory status declined. The extracorporeal membrane oxygenation (ECMO) team was informed. The catheters were explanted, and the patient later passed away, under ECMO. It was further reported that after the ekos endovascular device implantation, the patient was improving until the respiratory decline was detected approximately three hours into therapy. After four hours, the ekos devices were explanted, and ECMO was implanted, and the patient was intubated. Additional details have been requested; however, no additional information is available at this time. It was further reported that the physician believed the patients respiratory status declined prior to ekos treatment. Additionally, the physician believed the patient death was due to comorbidities in combination with the acute pulmonary embolism, and not due to the ekos devices. There was no malfunction of the ekos devices during use. The cause of death was noted to be acute pulmonary embolism with right heart failure.

Manufacturer narrative:
B2: date of death: date of death was not reported.

Event description:
It was reported that the patients respiratory status declined, and the patient passed away. These two 106cm x 12 cm ekos endovascular devices were successfully implanted. During lysis treatment, the patients respiratory status declined. The extracorporeal membrane oxygenation (ECMO) team was informed. The catheters were explanted, and the patient later passed away, under ECMO. It was further reported that after the ekos endovascular device implantation, the patient was improving until the respiratory decline was detected approximately three hours into therapy. After four hours, the ekos devices were explanted, and ECMO was implanted, and the patient was intubated. Additional details have been requested; however, no additional information is available at this time.